Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 44 mg/dl at the time of incident and the current blood glucose level was 386 mg/dl. Customer ate some fruit and snacks and the blood glucose was 179 mg/dl. Customer declined to troubleshoot for low blood glucose. Customer stated that sensor did not last long. The insulin pump will not be return for analysis.